Event description:
It was reported that a small volume infusor leaked from a pinhole in the bladder. The device contained saline and fluorouracil. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 4-7, 2025. H11: the actual device was received for evaluation with 120ml of fluid in the bladder. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bladder with green color water, then the device was monitored at room temperature until the next day. No evidence of leak was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.